Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with the blood glucose value of 25 mg/dl. The current blood glucose value was 79 mg/dl. Troubleshooting was performed. Customer does not report any symptoms related to low blood glucose. Customer was hospitalized and was taken to emergency room to treat hypoglycemia and was treated with glucagon shot. The pump was used with in the 48 hours of the reported event. No further patient complications were reported. The device will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 with this report and hospitalization has been removed.

Event description:
This case is for the march 24, 2023 event. Please see (B)(4) for the march 19, 2023 event, ca(B)(4) for the march 22, 2023 event, (B)(4) for the march 26, 2023 event, and (B)(4) for the march 28, 2023 event. Customer reported paramedics were called for a low blood glucose of 25mg/dl on (B)(6) 2023. She was not hospitalized. She was treated with glucagon shot. Customer said she did not get assistance in programming the pump. Customer alleged over delivery. Per customer, she never used the bolus wizard on this pump. Pump was used at the time of the incident. It was unknown if sensor was used.